Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and alleging possible under delivery. Customer¿s blood glucose was 436 mg/dl at the time of incident. The current blood glucose level is 412 mg/dl. Customer¿s other blood glucose levels were 444 mg/dl, 408 mg/dl, 414 mg/dl, 427 mg/dl, 389 mg/dl. The customer treated high blood glucose with insulin shots. Customer experienced symptom such as vomiting and abdominal pain. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump and reservoir will not be returned for analysis.